Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported unintended movement of clip open while locked. The reported slda appears to be a cascading effect of the clip open while locked. The reported patient effect of recurrent mr appears to be due to the slda. The dyspnea appears to be a cascading effect of the recurrent mr. Mr and dyspnea are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization was a result of case specific circumstance as the patient remained hospitalized. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 degenerative mitral regurgitation (mr), severe bi-leaflet prolapse, and an anterior flail for a mitraclip procedure. Two clips were implanted. The xt clip angle before was 20 degrees before and after deployment. The clip was stable on the leaflets. The final mr grade was 1. Approximately 24 hours post-procedure, on (B)(6) 2025, fluoroscopy displayed the second clip opened at 45 degrees. Transesophageal echocardiography (tee) showed a single leaflet device attachment (slda). The second clip was detached from the posterior leaflet and remained attached to the anterior leaflet. The mr grade increased to grade 3-4. The patient also developed dyspnea. The patient's dosage of diuretics was increased. The patient remained under medical observation.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 degenerative mitral regurgitation (mr), severe bi-leaflet prolapse, and an anterior flail for a mitraclip procedure. Two clips were implanted. The xt clip angle before was 20 degrees before and after deployment. The clip was stable on the leaflets. The final mr grade was 1. Approximately 24 hours post-procedure, on (B)(6) 2025, fluoroscopy displayed the second clip opened at 45 degrees. Transesophageal echocardiography (tee) showed a single leaflet device attachment (slda). The second clip was detached from the posterior leaflet and remained attached to the anterior leaflet. The mr grade increased to grade 3-4. The patient also developed dyspnea. The patient's dosage of diuretics was increased. The patient remained under medical observation.